Event description:
A discordant (B)(6) result for (B)(6) was obtained on an advia centaur xp instrument. It is not known if the discordant result was reported to the physician. The laboratory reran the same sample on the same instrument and the result was (B)(6). There are no known reports of patient intervention or adverse health consequences due to the (B)(6) result.

Manufacturer narrative:
A siemens field service engineer was dispatched to the customer site. The fse analyzed the instrument and determined the cause of the discordant (B)(6) result was unknown. The fse adjusted and aligned the sample probe. The fse also performed preventive maintenance and the instrument is performing within specifications. Further evaluation of the device is not required.